Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed the crimp balloon was torn proximal to its bond to the inflation balloon and there were gouges on the flex tip. During dimensional analysis, the crimp balloon double wall thickness measurements were taken and was found to be within specification. Due to the condition of the returned device, no functional testing was performed. The complaint was confirmed by visual inspection. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment (pra), as per management discretion. Although characterization of the patient aorta was not provided, if the physician performed the valve alignment process in tortuous anatomy (access vessel tortuosity was described as ¿mild¿), it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. The gouges on the flex tip are indicative of valve diving. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause cannot be determined at this time, available information suggests the root cause for this complaint may be attributed to patient and/or procedural factors. During manufacturing, the inflation balloons are 100% inspected for fish eyes, crow¿s feet, deformation, gel spots, contamination, distal length, proximal length, distal ID, proximal ID, and single/double wall thickness. The crimp balloons are 100% inspected for wall thickness and visual defects. After bonding, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. The device underwent 100% final inspection for the following: the entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination, the inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines, the flex and balloon catheters were 100% leak tested, and after balloon catheter leak testing, the inflation balloon was inspected for damage. During the manufacturing of the delivery system, the balloon was 100% inspected for the following: the balloon size is inspected before the pleating and folding process, after pleating and folding is completed, the balloon is visually inspected for fold lines and distorted/pinched folds. Additionally, the work order underwent product verification testing on a sampling basis as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device was visually inspected for physical defects or damage, tested for balloon burst pressure, and visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested. These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ torn was confirmed based on visual inspection of the returned device. No manufacturing non-conformance were identified in the returned device. A review of complaint history, lot history, manufacturing mitigation, and the device history record (DHR) revealed no indication that a manufacturing non-conformance contributed to the event. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. A review of the complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category (damaged). Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26 mm sapien 3 valve in the aortic position, at the beginning of inflation, the commander delivery system balloon ruptured and did not inflate. The valve was not deployed and was successfully retracted into the esheath. Another valve was successfully implanted. There was no evidence of vascular or hemodynamic complication for the patient. The perceived root cause for the balloon rupture was a piece of calcium of the native leaflet. The patient¿s native annulus measured 530 mm2. The native annulus was severely calcified, the native leaflets were severely calcified, and the native root was mildly calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During preliminary evaluation of the returned device, the delivery system was found returned inserted through sheath and full loader assembly, the valve was crimped on the inflation balloon, and the balloon was bunched at the distal tip. After the valve was removed off balloon, the crimp balloon was found to be torn, the balloon wings were found to be inside the crimp balloon, and gouges on the flex tip were observed. The investigation is ongoing. Section f10 was corrected.